Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not determined. On the day of the event of death, the patient was hospitalized for an unrelated event. An autopsy was not performed. There was no report of peritonitis prior to death. It was reported that the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.